Manufacturer narrative:
Initial.

Event description:
It was reported that during the press-and-hold priming for drops, no insulin was observed, and when the user resecured the connector piece, insulin expelled from the needle; the user then performed a full supply change with new consumables and successfully reconnected, and a replacement for used supplies was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization and restoration of therapy after supply replacement and education. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed a suspected connection integrity issue at the infusion set/connector that resolved with replacement of supplies, consistent with a transient assembly or seating issue of the connector component. It was concluded, based on previously established findings for similar reports, that the cause was user interface or handling related to connector attachment.